Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the reported lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter deployment, a computed tomography of abdomen showed that inferior vena cava filter was seen appropriately positioned within the inferior vena cava. The struts tent along the outer walls of the inferior vena cava but no definite perforation or significant complication is identified. The same study was reviewed again and concluded that, a bard denali retrievable with apical hook filter was noted based on the medical imaging and records. The filter was located at l3 level. The caval diameter was 23 mm at the level of the filter. There was no filter tilt, migration, apex/hook embedded, and strut perforation noted. The image review was documented in the medical records. Four CT images were reviewed. Two lateral, one axial, and one coronal CT image depict the filter correctly positioned within the vena cava. The images suggest that one, possible two, legs have perforated the vena cava wall. Though the record alleges no device deficiency, the investigation is confirmed for the identified perforation of vena cava wall from the image review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, in a patient with unknown medical condition. No alleged deficiency with the filter was reported. The device has not been removed. The current status of the patient was not provided.